Event description:
Customer reports that he received results of 351mg/dl and 110mg/dl on the same device within 2 minutes. Customer reports an additional comparison with results of 310mg/dl on his device and 70mg/dl on a medical device within 10 minutes. No specific action reportedly taken based on these device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.